Event description:
The iab kinked during insertion. On 11/18/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: none from the event - rpt'd 10/31/97. Pt current status: o.k - rpt'd 10/31/97.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hosp.